Event description:
It was reported during a clinical study that after implant of the flow diverter (subject device) the device did not fully open when implanted and a stent was used to improve the flow diverter stent opening. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
B1: adverse event ¿ corrected ¿ no adverse event. B2: outcomes attributed to ae ¿ corrected ¿ no ¿other serious (important medical events)¿. B5: executive summary - updated. F10/h6: device code grid/ clinical signs code grid / health impact code grid: corrected. H1: type of reportable event: no serious injury. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during a clinical study that after implant of the flow diverter (subject device) the device did not fully open when implanted and a stent was used to improve the flow diverter stent opening. The procedure was completed successfully with no clinical consequences to the patient. Additional information received on may 28, 2025 from safety was confirmed that the subject flow diverter performed as intended, and there was no device deficiency or adverse events related to its performance that required medical treatment.

Event description:
It was reported during a clinical study that after implant of the flow diverter (subject device) the device did not fully open when implanted and a stent was used to improve the flow diverter stent opening. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D4 corrected. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue of the stent failed/unable to open.